Event description:
According to the literature study performed between (B)(6) 2022, a retrospective study was performed comparing the surgical time and outcomes of patients who underwent standard laparoscopic sacrocolpopexy (lsc) utilizing various methods of mesh fixation in the treatment of pelvic organ prolapse (pop). The patients were divided into three groups according to the mesh fixation methods: the group using suture fixation at all three sites (anterior vaginal wall, posterior vaginal wall, and cervical stump or vaginal stump. It was noted that mesh fixation to each side of the posterior vaginal wall was accomplished with a protack. A total of 82 patients were included in the study and complications included prolapse reoccurrence. Interventions were unknown.

Manufacturer narrative:
D10 concomitant product: unknown endo cl, unknown endo clip applier (lot#unknown) device selection contributes to operative time reduction in laparoscopic sacrocolpopexy / kenji kuroda, koetsu hamamoto, kazuki kawamura, ayako masunaga, akio horiguchi, keiichi ito / gynecology and minimally invasive therapy 14 (2025) 157-164 / published: 15-mar-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.